Manufacturer narrative:
(B)(4). Date sent 11/21/2024. D4 batch # 702c62. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 702c62, and no non-conformances were identified. Additional information received: it was completed by opening a second gun and was lucky it was almost at the end of the procedure. But a lot more reloads were used than necessary and the firing was not optimal in any way.

Manufacturer narrative:
(B)(4). Date sent 10/29/2024 d4 batch #702c62 b3: only event year known: 2024 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 702c62, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9ea3f, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? All reloads were partially fired or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? Had to use reverse knife switch to bring the knife blade back multiple times if yes, how was the device removed from the patient? If yes, did the jaws eventually open? Yes how many reloads were used? 13 reloads what color reloads were used? Black, green and a couple of blue the reverse button had to be used "4 times", was this after each reload replacement? Yes did the manual override have to be used at any point in the procedure? No.

Event description:
It was reported that during an unknown procedure first firing worked well but from then on the battery seemed to work sporadically, and the motor completed slowed down even in thin tissue with minimal tissue in the jaws. There was a surgical delay. There were no patient consequences.